Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturing number: 2017865-2021-27436. It was reported that the patient presented to the hospital experiencing infection. The pacemaker system was explanted successfully. The patient was in stable condition.